Manufacturer narrative:
.

Event description:
It was that the pt experienced a headache and was admitted to the hospital. They noted on a CT scan while imaging the pump that there was air in the brain. The pt was later seen in the emergency room and the neurosurgeon there related the incident to this pt attempting to remove medication from his pump. The surgeon put in a shunt. And a week later, the pt had more air. The managing hcp saw the pt in clinic in 2008, and at that time, the pt reported good pain control and denied any headache. No volume discrepancies were noted at that time. The managing hcp does not believe there is anything wrong with the pump nor does he believe that this pt would attempt to manipulate the pump system. The hcp was unaware of placement of a shunt. Several attempts to contact the neurosurgeon for add'l info have been unsuccessful.